Event description:
During procedure for insertion of ureteric stent, the physician was unable to remove the stent from the delivery system, without using considerable force. Upon removal. It was found the stent was not in right position. Pt was taken to surgery for a flexible cystoscopy for repositioning of the stent.